Event description:
"The arthroplasty was revised due to substance of the tibia and varus deformity. The tibial components were revised. The components were implanted in situ for 3.74 years. Note: med records and x-rays were not provided to stryker.